Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010, due to alval pain. The acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revise3d on (B)(6) 2010, due to alval pain. The acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2010, due to alval pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Report received from the london implant retrieval centre relayed that ion levels were low, there was no cup edge wear, and that soft tissue changes were unknown. No root cause could be established. The implants were well fixed at operation. There was no growth from the tissue culture. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
(B)(4).